Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Section d6a. Implantation date: it was reported that the patient implanted the device between 2004 and 2006. (B)(6) 2004 has been documented as best estimated date. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with an unspecified saline breast prosthesis and experienced a deflation post-operatively. It is alleged that an anesthesiologist may have poked the implant with a needle, causing the deflation, while the patient was having shoulder surgery in (B)(6) 2022. As a result, the patient underwent explantation on an undisclosed date. If additional information is received regarding the event or the impacted device, mentor will submit a supplemental report accordingly.